Event description:
The customer reported a communication failure error message. The fe reported the system failed to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc board, cpu and system interface board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.